Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart shutdown and was unable to power back on. The site had used it for a case and between cases noticed it shut off. They could not get the cart to power on when pressing the power button. The power button did not illuminate blue and the monitor had not lights illuminated either. The medtronic representative (rep) had them shut down the main cart and press the power button on the camera cart, and the main cart booted up but the camera cart did not. No patient was present. Additional information was later received. A medtronic representative (rep) called to troubleshoot the system. When he arrived, the camera cart would not turn on when trying to power from either power button. The main cart would power on from both. The self-test tool showed the connection with the camera cart ups was lost. The rep unplugged the camera cart battery, then was able to power the camera cart from either power button. The rep plugged the camera cart battery back in and was able to power camera cart from either power button as expected. Self-test then also showed connection with the ups. The rep unplugged the system from wall power and the camera cart battery was still at 85% after a few minutes.

Manufacturer narrative:
Brand name stealthstation¿ s8 system; product ID: 9735670, (serial: (B)(6)); product type: brand name ; product ID: 9735771, product type: 2543-mnav - system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. The rep unplugged the camera cart battery from the uninterruptable power supply and then plugged it back in. The monitor was now working properly. Codes: b01, c17, d07 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.